Manufacturer narrative:
Device-b: d5,6; h2,3,4,6; g4: added additional info. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, a k0138l b n/a; cartridge pan in place/condition, a yes/good b n/a; condition of drivers,a good b n/a; lockout tabs on pan condition, a unfired b n/a and position/condition of wedge sleds, a unfired b n/a. Functionl tests & results: condition of clamp first lockout, ab good; condition of clamping mechanism, ab good; condition of firing mechanism, a damaged b good; condition of knife, ab good; condition of wedge bands, ab good; is hyper lockout condition present, a yes b no and result of attempted firing, ab good. Analysis conclusion: based upon info received and visual examination, it was concluded that intruments were returned in good physical condition. Instrument a was cycled, and had to be rotated to complete firing. It was concluded that instrument hyper locket out. Instrument's firing mechanism has been modified to reduce occurrence of this incident. Instrument b was cycled, fired, cut, and formed staples within design specification.

Event description:
It was reported during a diagnostic laparoscopy/bilateral salpingectomy with the first stapler closure was constantly difficult. On the first firing staples malformed and firing was difficult. The device was reloaded and would not fire at all. Used two to three more reloads. A few worked but sometimes staples malformed. Pulled second stapler and it fired poorly as well. The case was completed with this stapler. All reloads were used for vascular use. One unopened tr35w reload is being returned, lot# k47z23. An rn felt tissue was too thick for reload and expressed this to dr. Another rn felt the instrument may have been difficult to close with dr's small hands. The instruments appear to have been cleaned. There was no consequence to the pt.